Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the right ica with 90% stenosis and little calcification and tortuosity. During negative purge at the preparation stage, air from the eca balloon was noted more than usual. The bubbles did not stop. The eca balloon of mo.ma unexpectedly deflated multiple times during procedure. The operator re-inflated the balloon each time deflation failure occurred. The eca balloon remained inflated only approximately 2 minutes each time after the balloon deflated/re-inflated. The three-way cock was used instead of the one-way cock, but the operator confirmed it was not loose. The reason for this is that the 1-way stopcock was unable to rotate to the preferred direction. After the procedure, the device was attempted to be inflated in-vitro but no deflation was noted. Air purge was attempted next. There was no problem with the cca balloon, but some air was noted for 2 -3 seconds to the eca balloon when the catheter was moved. The air stopped. The event did not affect the patient.

Event description:
Device evaluation: the device was received for evaluation. Only a haemostatic valve was returned for evaluation. Traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons were performed without any issues noted. Negative pressure was applied on both inflation lines and no leakage was detected on the cca inflation line. Bubbles stopped after 15 seconds. However, a few bubbles continued to appear after 15 seconds when the eca inflation line was tested, indicating a leakage.

Manufacturer narrative:
Conclusion: evaluation in progress. (B)(4).

Manufacturer narrative:
The patient has a history of diabetes and cerebral infarction. Reason for device usage was 'symptomatic-minor stroke'. After dilation of the distal balloon and proximal balloon as well as interruption of the blood flow, the distal balloon started to shrink, and therefore, the balloon was dilated again. However, the balloon shrank again as the time passed. Thus, the distal balloon was redilated. It did not cause any problems to the blood flow interruption because redilation was performed immediately after the shrinkage of the balloon was confirmed. Then, the procedure was completed with no further issues. The event was deemed to have a relationship with the device and the procedure because some possible causes were suspected such as a loose connection of the one-way stopcock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.